Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with a blood glucose (bg) level of 39 mg/dl. The patient treated the low bg with juice and the bg subsequently returned to range. No hospitalization occurred, and no long-term adverse health effects were reported.